Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump that was broken was not confirmed nor reproduced during product evaluation. However, quality engineering identified the determined condition to be a damaged battery. The root cause was determined to be depletion of the main batteries due to user error. The main batteries and battery harness were replaced. If additional information is received, a follow-up will be submitted.

Event description:
The facility representative reported a colleague infusion pump that is broken. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. Baxter quality engineering determined the reported condition to be a damaged battery issue. No additional information is available. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.

Manufacturer narrative:
(B)(4). A service history review revealed that this device has not been serviced prior to this event for the reported condition.